Event description:
It was reported that the patient received a blow to her implanted side. From then on, she felt pain when pressure was applied to that area, however, after two months, she is now able to tolerate pressure again. The patient still feels pain when the implant is stimulated either through her processor or while carrying out testing measurements. The processor seems to be ok, all parts have been exchanged. The implant is working fine as well, nothing points to a device defect. A medical examination and an x-ray have been carried out which provided no further information.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.